Event description:
Reporter indicated that diagnostic testing at routine office visit resulted in high lead impedance. It was also reported that patient was experiencing an increase in seizures. Patient underwent full vns system replacement. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.